Event description:
The account alleged the side rail will not stay in the latch position. No patient impact.

Manufacturer narrative:
The technician replaced the side rail latch and d-pin to resolve the issue.